Manufacturer narrative:
Medtronic received the following information from a journal article entitled; endovascular treatment for aortic arch pathologies: chimney, on-the-table fenestration, and in-situ fenestration techniques. Chang s, fan b, luo m, li q, fang k, li m, li x, he h, wang tun, yang c, xue y, gao h <(>&<)> zhao j. Journal of thoracic disease 2020;12(4):1437-1448 http://dx.doi.org/10.21037/jtd.2020.03.10. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent grafts and non mdt stent grafts were implanted in patients in tevar procedures combined with adapted techniques including chimney and on-the-table fenestration techniques. The following malfunctions were observed; type ia endoleak, type ii endoleak the following adverse events were observed; occlusion, stroke, ischemia, renal failure, cardiac events, dissection and re-intervention. Patient deaths were also reported but there was no causal link that the valiant stent grafts caused or contributed to these deaths.